Manufacturer narrative:
The ge rep conducted an onsite investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the image on the left monitor was dark on the 9800 system. No pt injury was reported.